Event description:
It was reported that during the processing of allograft skin an incomplete mesh occurred, and worn gears were found. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
No additional information available.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the unit was confirmed to produce an incomplete mesh and had worn gears. The gear, left side plate, bearing, ratchet gear, and pin were replaced and resolved the reported issue. Review of the previous repair record identified the unit was returned and repaired for worn gears. The gears were replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.